Manufacturer narrative:
D9: 12/26/2024 h6: evaluation codes updated device evaluation: one device was received. The device was visually and functionally tested and the customer reported problem was able to be duplicated. The cause of the issue was found to be a contaminated downstream occlusion (dso) sensor. The dso sensor was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor was defective. There was no patient involvement. The issue was discovered during testing.